Event description:
It has been reported that the bed was not properly receiving power. Additionally, the bed was missing the footboard lid. No adverse consequences were reported.

Manufacturer narrative:
Lid. This issue is seen when beds are moved without the power cord being unplugged from the wall first. The stryker field technician has confirmed that the aforementioned issue occurs at this account. Additionally, the footboard lid being missing is also likely a sign of customer abuse.